Manufacturer narrative:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) was found to have a leak on the backside distal portion near the peg after use. Deployment was normal until the device was pulled back after balloon inflation while aligning the tension indicator. Access was lost, and the device pulled through. A small marble-sized hematoma occurred post procedure. Manual compression was applied by recovery nurses to achieve hemostasis. The device was properly prepped, and its preparation was personally witnessed by a sales representative. The issue occurred during a supraventricular tachycardia (svt) ablation procedure involving two access sites performed by the physician. The procedure used a retrograde approach. The issue occurred in an access site using an 8f non-cordis sheath. The patient had no history of stents or vascular-related venous disease that could have contributed to the event. The deployer was in training with the mynx device. The access site was the femoral vein. No anticoagulants, antiplatelets, or thrombolytics were used. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. No multiple stick attempts were made before intravascular access. One non-sterile mynx control venous closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 not depressed. The stopcock was found closed with a cordis mynx syringe attached to the unit. The sealant was present in the manufactured position fully covered per the sealant sleeves. In regards of the sealant sleeves conditions no abnormal conditions were observed. Additionally, an 8f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was noted deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation analysis could not be performed due to balloon loss of pressure observed during the attempted inflation/deflation test. A high magnification microscopic evaluation was executed to evaluate the balloon. During this analysis, the presence of a micro tear in the balloon was observed. A review of the manufacturing documentation associated with lot f2525101 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the returned device. During inflation/deflation testing a balloon loss of pressure was observed. A high-magnification microscopic evaluation confirmed the presence of a micro tear in the balloon. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, it is difficult to determine what factors may have contributed to the leak experienced by the customer. However, procedural/handling factors are possible as the deployer was in training at the time of the event. Additionally, the reported event of ¿hematoma¿ was not observed due to the nature of the event, without procedural images, the cause of the reported issue could not be evaluated since patient related events cannot be replicated in the lab. Access site hematomas/hemorrhages are a common post-procedural complication and are listed in the instructions for use (IFU) as such. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) was found to have a leak on the backside distal portion near the peg after use. Deployment was normal until the device was pulled back after balloon inflation while aligning the tension indicator. Access was lost, and the device pulled through. A small marble-sized hematoma occurred post procedure. Manual compression was applied by recovery nurses to achieve hemostasis. The device was properly prepped, and its preparation was personally witnessed by a sales representative. The issue occurred during a supraventricular tachycardia (svt) ablation procedure involving two access sites performed by the physician. The procedure used a retrograde approach. The issue occurred in an access site using an 8f non-cordis sheath. The patient had no history of stents or vascular-related venous disease that could have contributed to the event. The deployer was in training with the mynx device. The access site was the femoral vein. No anticoagulants, antiplatelets, or thrombolytics were used. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. No multiple stick attempts were made before intravascular access. The device will not be returned for evaluation.